Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered shock therapy on a few occasions for what appeared to be atrial fibrillation (af) with rapid ventricular response. The most recent episode delivered 6 separate shocks to the patient and eventually exhausted therapy. The device remains in-service. No adverse patient effects were reported.